Event description:
Reportable based on device analysis completed on 19nov2025. It was reported that tip of the guidewire was bent and kinked. A 200cm x 10cm fathom-14 guidewire was selected for use in the abdominal cavity for a peritoneography. During the procedure, the guidewire entered the sheath, and it was noted that the tip of the guidewire bent and kinked and could not be smoothly delivered. The guidewire was withdrawn, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the ptfe coating at the proximal section of the guidewire was peeled.

Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR: the device was returned for evaluation. The distal tip returned bent. The device was inspected under magnification, and it was possible to see that the ptfe coating at the proximal section of the guidewire was peeled. No other issues were identified during the product analysis.